Event description:
Medication is not coming out from the device [product delivery mechanism issue] no adverse event. [No adverse event] case narrative: this initial spontaneous report concerns of event product delivery mechanism issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 15-jun-2026, amneal pharmaceuticals received information from the patient via email and telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: (B)(4), batch number: ai25019, expiry date: oct-2027 and serial number was not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On unknown date in (B)(6) 2026, the patient received a sealed medication box and on unknown date in (B)(6) 2026 he started using the nasal spray and he stated that medication was not coming out of the device and requested for the replacement. He confirmed that he had followed all the instructions. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of event product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).

Manufacturer narrative:
This is default text configured for block h10.